Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The representative reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The representative stated that the drive support cap appeared normal. The representative stated that the insulin pump was not exposed to high magnetic fields. The representative was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. We were unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test, and unexpected error test or verify error alarm due to motor error alarms. No cosmetic damage noted during physical inspection.